Event description:
Additional information received identifies the phenomenon occurred before an unknown procedure. The procedure was completed with virtually no delay by replacing the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, provide additional information (identified within b3 and b5), and to correct d9 (date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function was not functioning normally due to a failure inside the jacket, and the phenomenon of no image appeared occurred. The root cause of the failure inside the jacket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not reported. During evaluation, it was observed, appearance defects were noted, and abnormal image was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.